Manufacturer narrative:
B1. No box should be checked. Product problem box should be unchecked. F11. Date MFR initially forwarded medwatch report to FDA. H6. Eval summary-this device was rec'd, evaluated and retained by this MFR. The engineering eval indicated the balloon was inflated and no leaks were noted. Blood was present in the balloon. The proximal weld section of the catheter shaft was damaged. Although it was originally reported the balloon leaked. No balloon leaks were found upon eval. Co does consider this to be a reportable event.

Event description:
It was reported a balloon ruptured at five atmospheres during an unknown procedure. No pt complications were involved. The device has not been returned for evaluation. Therefore, no failure analysis is available. Attemts to gain further info with regards to the circumstances surrounding this event were unsuccessful. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the product and without further details about the event, co cannot determine the exact cause for this event. Directions for use state: "do not exceed the normal pressure printed on the product label..never manipulate the catheter with the balloon inflated...the integrity of a balloon catheters may be compromised by sharp objects or surfaces. Not recommended for use in calcified lesions."